Manufacturer narrative:
Evaluation by interview of user lab. They claim to be long time users of product w/o a history of problem. Product is irritating when it gets in the eye. This is a rare event but anticipated. Labeling clearly states to avoid eye contact.

Event description:
Female patient got ten20 product in the eye. Reported irritation, redness and blurry vision. Went to eye doctor who said there was some injury. Has improved as of (B)(6) 2011, according to reporter/lab manager.